Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 to 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. Customer stated that her healthcare professional had been wanting to make adjustments to the basal rates. The customer declined troubleshooting for high blood glucose level. Customer called back and inquired if blood glucose meter was sent out since she did not received any tracking number. The insulin pump was not returned for analysis. Unomed inf set, frn-unk-rsvr.